Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30291048m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6) years old, underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the catheter showed high impedance (230-250) and high temperature readings (41 before ablation). The cable was changed, and values improved. After two ablation points and remap, the physician wanted to ablate one more time and the patient had a tamponade. A pericardiocentesis was performed and constant monitoring was done including ultrasound. The patient¿s condition improved after intervention. The procedure was completed successfully. Patient required extended hospitalization of an extra day for monitoring. The physician suspects the tamponade could be related to faulty catheter and difficulty of the procedure itself. No transseptal puncture was performed. There was no evidence of steam pop. Graph, dashboard and vector force visualization features were used during the procedure. Manual ablation points were taken. Flow setting during the event was 20 ml/min. Generator was in power control mode with default settings besides power 35 w. When the high temperature and high impedance errors displayed, the cutoffs were exceeded, and the generator did cutoff. Ablation was not able to start as the generator cutoff right away. Although the incidence of high temperature and high impedance readings occurred, it was confirmed that the impedance and temperature cut-off values were not reached or exceeded, therefore, the overall health risk to the patient is low.

Manufacturer narrative:
Investigation summary it was reported that a female patient, approximately 60 years old, underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the catheter showed high impedance (230-250) and high temperature readings (41 before ablation). The cable was changed, and values improved. After two ablation points and remap, the physician wanted to ablate one more time and the patient had a tamponade. A pericardiocentesis was performed and constant monitoring was done including ultrasound. The patient¿s condition improved after intervention. The procedure was completed successfully. The device was visually inspected, and it was found in good condition. The temperature was tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found, and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30291048m number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The root cause of the internal failure of the sensor cannot be determined. This issue probably occurred after the procedure since no force issues were reported and is not related to the impedance and temperature issues. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On january 15, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection it was noted that there was no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).